Manufacturer narrative:
It is now confirmed that the affected product is not approved in the united states. Therefore, the report was submitted erroneously.

Event description:
Pain complaints right hip due to suspected cup loosening. Treatment performed. This case was reported within a follow-up examination of a (B)(6) clinical study.